Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Mitral valve insufficiency/regurgitation, heart failure/congestive heart failure, dyspnea, and unspecified tissue injury are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported incomplete coaptation (postprocedure) could not be determined. The mitral valve insufficiency/regurgitation (recurrent mr), heart failure/congestive heart failure, dyspnea, and unspecified tissue injury appear to be cascading effects of the incomplete coaptation. The reported hospitalization and unexpected medical intervention (addl procedure mitral valve) are the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed for single leaflet device attachment (slda) and tissue damage. It was reported that this was a mitraclip procedure, performed on (B)(6) 2020, treating functional mitral regurgitation (mr) with a grade of 4+. The patient anatomy included a restricted posterior leaflet. One clip was implanted and the mr was reduced to grade 1-2+. On (B)(6) 2021, the patient experienced shortness of breath and acute heart failure was diagnosed. Transesophageal echocardiogram (tee) was performed and a single leaflet device attachment (slda) was noted. The implanted clip had detached from the posterior leaflet, remaining attached to the anterior leaflet. The mr had increased to grade 4+. On echocardiogram review, leaflet damage was noted to the posterior leaflet. A second mitraclip procedure was performed on (B)(6) 2021. Two additional clips were implanted and the mr was reduced from grade 4+ to grade 1+. The patient was in stable condition at the end of the procedure. No additional information was provided.